Event description:
Additional information was received 12apr2021. The failure to open or close occurred during the attempted extraction of a stone. No damage to the device was noted. A new device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during a kidney stone procedure, an ncompass nitinol tipless stone extractor failed to open or close. No damage to the device was noted. A new device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncompass nitinol tipless stone extractor was returned for investigation in a shipping tray in an open outer pouch. The device was returned with the handle approximately halfway between the open and closed positions. The basket formation was not visible. The male luer lock adapter (mlla) was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 1.5cm in length. The cannulated handle was bent at the nose of the mlla and 1.4cm and 3.1cm from the mlla. The support sheath and basket sheath were severed approximately 1mm from the mlla. A function test determined the handle did not actuate the basket formation. The basket formation was not visible at the distal tip of the basket sheath when actuating the handle. The basket sheath was kinked approximately 23cm, 31cm, and 81cm from the mlla. The basket sheath and support sheath were still adhered. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is included with instructions for use which caution, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for the reported issue could not be determined. It is possible the device was inadvertently damaged from handling during use, but no information was provided to indicate that a handling issue occurred. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: other non-healthcare professional: materials. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a kidney stone procedure, an ncompass nitinol tipless stone extractor failed to open or close. No adverse effects were reported due to this occurrence. Additional patient and event information has been requested.